Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a force sensing resistor that was out of specification. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. The damaged force sensing resistor was identified during visual inspection. No specific cause could be determined. To correct the condition, the force sensing resistor was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.